Event description:
It was reported that the patient's pump was revised due to pump being loose in the pocket. The revision surgery was in 2008. The patient had a history of infections and after this revision developed a staph infection, received IV antibiotics and experienced renal failure.

Manufacturer narrative:
.